Manufacturer narrative:
The lens was not received for evaluation. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the current information a definitive root cause of the reported event could not be determined.

Manufacturer narrative:
The lens was returned for evaluation. Visual inspection determined the lens is in two pieces. The optic has been cut or torn in half and one haptic is torn off and missing. There is a cloudy white spot in the center of the optic. Light microscopy image and scanning electron microscopy (sem) micrographs of the returned lens revealed numerous features (bumps) that appear to be protruding from the surface of the lens in the center optic area of the lens. Elemental electron dispersive spectroscopy (eds) analysis of the protrusions detected carbon (c), oxygen (o), calcium (ca) and phosphorus (p). The presence of ca and p in the protruding surface features is consistent with lens calcification.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted and replaced due to lens opacification and decreased vision.